Event description:
Customer reported that the system is displaying ma errors and ma will not track. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and ordered a generator assembly. It is anticipated that when the parts are received and placed in the system that the system will operate as intended.